Manufacturer narrative:
One opened trocar assembly was received in a bubble bag for the report of the shaft part came off when using the trocar. The returned sample was visually inspected. The trocar assembly returned with the hub/cannula assembly was found to be nonconforming. The trocar cannula is separated from the trocar hub, and both the cannula and hub were covered in surgical debris. Due to the amount of surgical debris, the presence of adhesive could not be seen. The sample was soaked in soap and water to remove the surgical debris and a second visual inspection for adhesive was performed and was found to be conforming for adhesive within the trocar hub. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. During assembly of the trocar product adhesive is dispensed at the cannula hub interface. The evaluation of the returned sample identified adhesive inside of the hub, therefore, how and when the trocar cannula and hub became separated cannot be determined from this evaluation and the root cause for this complaint is unknown. A potential contributing factor of the separation is manipulation during surgery. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Assemblies are 100% inspected for adhesive application during assembly. If adhesive application is incorrect the assembly is scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the trocar shaft part came off during a procedure. The product was replaced and procedure completed with no patient harm. The trocar and blade were returned.